Event description:
The patient procedure was a l ureteral calculous/cysto, l ureteioscopy with stone removal. The patient was from ambulatory procedure unit. During the procedure and while attempting to retreive l uteral calculous the basket broke. The physician retreived the fragmentdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was not destroyed/disposed of.